Manufacturer narrative:
H4 - device MFR date: blank as the manufacturing date is unknown. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found with respect to the complaint. The event history log (ehl) was reviewed. The alarm related to 'cassette not attached' was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the presence of sealant on the center of the sensor, which caused it to remain stuck in a depressed position. The sealant around the sensor was removed.

Event description:
The customer initially stated that the pump cassette was not attaching properly. Post- investigation it was confirmed that there was an alarm occurred with respect to the issue and it can cause interruption of therapy. The event occurred during testing. There was no patient involvement and harm occurred.